Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient experienced facial nerve stimulation which is an undesired side effect of cochlea implant implantation. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-fitted and refused re-implantation for now.

Event description:
The user's hearing performance is affected.